Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a non-abbott system was introduced into the patient's anatomy, and it was unable to be advanced through the femoral access. The patient has a torturous anatomy. A 25mm, navitor vision valve was replaced and selected for implant using a small flexnav delivery system (ds). During the procedure, upon insertion, it was reported that the blood vessel has been torn near the external iliac artery (eia) and also experienced that the ds was unable to be advanced. Surgical intervention was performed, and an artificial blood vessel was implanted. The procedure was aborted and no replacement devices were required. The patient was in a stable condition and had an extended hospitalization. No additional information was provided.